Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with striae (central) and blurred vision in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Flap lifted to smooth out and patient to return to center for follow up. Bcva from (B)(6) 2016: right eye pre-op 20/20 -5.50 x -.25 x 95; left eye pre-op 20/20 -4.25 x -.50 x 0.